Manufacturer narrative:
Bayer product analysis received and examined the returned solaris mr disposable syringe kit. Visual examination of the 115 ml syringe barrel confirmed the presence of a white, circular shaped particle of unknown etiology within the fluid path. The particle was detected in the barrel of the syringe and measured approximately 1.72 mm by 1.8 mm. Our investigation determined that the particle noted in the syringe was likely introduced during the component manufacturing process. (B)(4).

Event description:
The customer reported the following: after filling the solaris mr disposable saline syringe and upon inspection, they saw an unknown particulate within the syringe assembly. The customer elected not to use the product. No injury or adverse event was reported.